Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server had an issue in which the cdc message titled nmb - non-anesthesia was not appearing on the station. A technical support specialist (tss) found that the cdc was not enabled under device settings. Since the cdc must be enabled in both the facility formulary and the device settings for it to display on the device, the tss validated that it did not appear in the ui and ran the query in dsserveroltp to check the clinical data subject snapshot table for entries with delete flag set to 1 and no end local date time, and examined the results for the cdc reported by the customer. When the cdc appeared, the tss proceeded to run the query in dsserverreports to verify its status in the dim clinical data subject table. The cdc was present there as well, confirming that the issue was covered by the associated knowledge article. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user assigned cdc message (nmb - non anesthesia) to override and remove for two medications of vecuronium 1mg 1ml 10ml (ID vecuri1v10) and rocuronium 10mg 1ml 5ml vial (ID: rocuri10v5). Message was not appearing when overriding. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.